Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve valve-in-valve into an indwelling non-medtronic (edwards magna ease) 21 millimeter (mm) valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (becton dickson true) 18 mm balloon due to the patient's calcified anatomy. It was planned to fracture the indwelling valve with a 22 mm non-medtronic (becton dickson true) balloon. Upon the first attempt, the balloon was observed to not hold the pressure, and was found to have a pinhole leak. A new balloon was utilized and the indwelling valve was successfully fractured. Subsequently, the patient's blood pressure dropped, and neo pacing was administered to successfully address the blood pressure drop. Echocardiogram was performed, revealing a mean gradient of 4 millimeters of mercury (mm hg) and trace paravalvular leak (pvl). Hemostasis was obtained at the access sites and patient was transferred to recovery. Approximately 1-2 hours later, it was noted that the patient went into cardiac arrest, and subsequently died. Additional information was received that per the physician, the cause of death was unknown and it was unknown whether the device caused or contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve valve-in-valve into an indwelling non-medtronic 21 millimeter (mm) valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18 mm balloon due to the patient's calcified anatomy. It was planned to fracture the indwelling valve with a 22 mm non-medtronic balloon. Upon the first attempt, the balloon was observed to not hold the pressure and was found to have a pinhole leak. A new balloon was utilized and the indwelling valve was successfully fractured. Subsequently, the patient's blood pressure dropped, and neo pacing was administered to successfully address the blood pressure drop. Echocardiogram was performed, revealing a mean gradient of 4 millimeters of mercury (mm hg) and trace paravalvular leak (pvl). Hemostasis was obtained at the access sites and patient was transferred to recovery. Approximately 1-2 hours later, it was noted that the patient went into cardiac arrest, and subsequently died.